Event description:
Customer reported that needle came off in her bag. Customer went to hospital and had ultrasound and x-ray. Hospital told pt that the needle should work its way out. Customer had knee surgery for reason not related to the incident. The surgeon said he did not find needle during the knee surgery. The needle no longer shows up on x-ray or ultrasound.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for same condition for the lot reported. Device history reviewed was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.